Event description:
Patient developed hydrocephalus after ventriculoperitoneal (vp) shunt valve had malfunctioned. Patient required surgery and valve exchange. From the physician's perspective it looked like a puncture in the valve.